Manufacturer narrative:
On 5/23/2019, mentor became aware that the patient presented with several autoimmune symptoms, including those of fibromyalgia, rheumatoid arthritis and lupus. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with mentor smooth round high profile 330cc saline prostheses experienced bilateral baker¿s grade iii capsular contracture and autoimmune reaction post procedure. The capsular contracture was confirmed by a physician. Accompanying symptoms of theses issues that were noted were pain, inability to walk, inability to get out of bed, and brain fog. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-11070 for contralateral prosthesis report. This event was previously reported by a non mentor entity under mw5085681.